Event description:
Edwards has learned through a clinical trial that an aortic pericardial valve, implanted for approximately seven (7) years and three (3) months, was disabled in a valve-in-valve procedure due to severe calcified aortic stenosis and aortic regurgitation. A 23mm sapien xt transcatheter valve was implanted into a disabled bioprosthetic aortic valve using a transfemoral approach. Both devices remain implanted. The patient is noted as being discharged.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the failing valve was identified only as a "carpentier" aortic valve with an implant date of 2003. The model number, serial number, and product name remain unknown. No other information has been provided. Therefore, the device history record (DHR) review and product evaluation cannot be done. The clinical site indicated in the report this valve presented with calcification. However, without return of the device or further information regarding the condition of the device, we are unable to confirm the clinical comments provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, and suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction. In this case, this is a female patient implanted with a pericardial valve at approximately 68 years of age, with a contributing factor of hypertension. Patient also has a history of tia. The most likely cause of the calcification is due to patient factors. However, based on the information available, the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.